Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced intermittent audio output from the receiver and an adverse event. The patient reported that she had a blood glucose (bg) value of over 600mg/dl, went to urgent care and was kept there until 3:00 am, approximately 4 hours. While waiting in the lobby, the patient's bg dropped down to 42mg/dl and she was given 75 grams of carbohydrates. The urgent care called an ambulance and the patient was hospitalized for 4 days. The patient was given meals and juices and was observed. Patient did not receive further treatment. Patient stated that the high and low events were caused by the receiver failing to alarm. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of intermittent audio could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.